Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y- site (clearlnk) below the infusion pump (unspecified). The device contained potassium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one used sample and one unused sample were received for evaluation. A visual inspection on the used sample did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and it was noted that there was a leak at the third y-site clearlink. An autopsy was performed to the third y-site clearlink, and it was noted that there was an issue with the gland. A visual inspection on the unused sample did not identify any abnormalities that could have contributed to the reported condition. The unused sample was functionally tested by performing pressure test and clear passage under water, priming, a simulated usage process, and water referee back pressure testing, and all the results were satisfactory with no defects identified that could cause the reported condition. The reported condition was verified in the used sample. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.